Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a manufacturer representative, and a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was implanted for back pain and it was noted that the patient had thought she would have more relief. It was noted that the patient had heard of people getting relief from the device sooner. Patient still had back pain. It was further noted that the patient was working with her healthcare professional and was trying to find better programming. This had been happening since implant. It was further reported by the health care provider on 2014-06-05 that the patient was always getting therapy, they just had unrealistic expectations which there is nothing he can do anything about. The patient had more post-surgical pain (just from the pain of having a procedure) than they thought they would have and they thought they would have a lot more pain relief than they do. The patient was reprogrammed and readjusted a few times and still felt it could be better. An xray of the leads was performed and it was unremarkable. Leads were exactly where they should be. The ins had impendence testing and it was normal. No device issues according to the physician. No dates for when any of this happened. There was no resolution. The patient still is not happy but the system is performing and functioning properly. The physician did not provide further information. Additional information received from the patient on 2015-12-02 reported that the stimulation was still not effective for pain, since implant. Follow-up information received from a consumer regarding the patient on 2016-01-04 that reported that no steps had been taken to resolve the ineffective stimulation (since implant). It was noted that the manufacturer¿s representatives worked very hard trying to find a programmer that would work. The patient did go to a new physician who was trying to find a solution. If additional information is received, the event will be updated. On (B)(6) 2014, the patient had the stimulator implanted. Almost weekly or every other week for a year and a half there was no success with a program to help with the patient¿s pain. It was reported that no surgical revision or replacement had occurred regarding the ineffective stimulation/therapy that the patient was experiencing. Conflicting information noted that on (B)(6) 2016, the patient had her wires removed and ¿paddle wires¿ put in, but there was still no success with pain. Additional information was received via a manufacturer representative from a health care provider. It was reported that with this patient, there were two percutaneous leads placed by a physician. When he was trying to place the permanent leads, he hit some type of an obstruction and could not get the leads up to the level that he had for the trial. They ended up placing it as high as they could get it, turned it on, and they were getting the good majority of it, but were missing a section because they could not get the leads high enough, so they referred the patient to a neurosurgeon for a paddle lead placement at the level that the trial was. They did end up putting a paddle lead in on (B)(6) 2016 which did capture more of the patient¿s painful area. Additional information was received from a consumer regarding the patient on 2017-03-08. It was reported that the patient has never been able to find the right settings for her implant. Because of this, the patient is no longer using the implant. The health care provider has tried injections for pain relief as a troubleshooting method. The patient met with the health care provider for programming and to change leads. None of these were successful and the patient started feeling anxious and saw a psychiatrist. The patient was going to have an appointment with her health care provider on the day of the report to discuss removal of the implant. Additional information was received from a manufacturer representative, a health care provider, and a consumer regarding a patient on 2017-03-14. It was noted that both of the patient¿s physicians are questioning the patient¿s mental capacity and wonder if the patient has early onset dementia or something to that effect. They didn¿t think that the patient has the cognitive ability to keep track of what they¿ve done or haven¿t done. The health care provider keeps seeing that with the device that the patient keeps turning down the stimulation and then saying that it is not working. The manufacturer representatives then will turn it back up to the appropriate level and the patient gets really effective therapy for 4-6 days until she turns it down again. The manufacturer representatives keep meeting with the patient and setting it back to where it was set and the patient will say, ¿oh, yeah, that¿s great!¿ quite a few days will go by, but then the patient will get the remote and play with it and turns it down again. When this happens, the patient isn¿t actually recalling that she is turning the stimulation down. It was noted that it was not really ineffective stimulation, but rather that the patient keeps turning the stimulation down and not leaving it where it¿s supposed to be. The patient continues to have the same issue with the ineffective stimulation as she is fine until she turns down the stimulation and has anxiety until she comes in and the stimulation is turned back up to where it used to be for her. The patient noted that she had continued to meet with the manufacturer representatives, but instead of helping, the patient felt a pressing on her lower back which caused more pain. The patient stopped using the stimulator the summer prior to the report but became so anxious that she had to go to a psychiatrist for help and got better because of multiple medications. Over the last two months, a health care provider has tried three different injections, but none of them helped with the patient¿s pain. The patient was wondering if she should have the stimulator removed since she is no longer using it, or if she should leave it dormant in her body for the rest of her life. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and a consumer regarding the patient. It was reported that the issue of the device not helping the patient¿s pain had not been resolved at the time of the report. There has not been a program that helped with the patient¿s back pain after two years of trying. The patient noted not having used the stimulator since the summer prior to the report. No further complications were reported or anticipated.